Event description:
It was reported that during an unk procedure, the handpiece gave a solid tone during testing. The case was completed using another device. No reported pt consequences.

Manufacturer narrative:
Date sent: 11/11/2008. Eval summary: the handpiece was rec'd with a loose mount. The analysis was performed and was found that the hand piece no longer meets the specs for continuity. It was tested on a generator and gave an error code 3. The handpiece disassembled, a torn acoustic isolator and moisture ingress were found. Due to this condition, it may lead for a solid tone or error code 5 to occur. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.